Event description:
Subsequent to the initial medwatch report the following additional information was received: the physician is established in the preclose technique. No additional information was provided.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the femoral artery through a 6-french access site using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. The suture from additional proglide devices were deployed using the pre-close technique and set to the side. The access site was upsized to 18-french. After the aaa repair procedure the pre-placed sutures were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device, but not known if established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. In addition, the analysis revealed that two of the three anterior cuff tabs measuring one one-hundredth (0.01) of an inch square were broken off and were not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.